Manufacturer narrative:
(B)(4).

Event description:
Procedure: gastrectomy. According to the reporter: the device did not cut well during the procedure. A nurse confirmed the tip of the device did not close properly. A new device was opened to complete the procedure. There was no bleeding, no tissue damage, no unanticipated tissue loss, and nothing fell into cavity. Operating room time not extended.